Event description:
It was reported that a homechoice peritoneal dialysis device was overheating the solution. The process step is unknown. It is unknown whether the patient was connected at the time of the event. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for further investigation. A service history review revealed no issues that could have caused or contributed to the reported issue. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All functional tests were performed with no issues noted. A short simulated therapy was successfully performed. The reported condition was not verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.